Event description:
The customer reported that during a procedure the system's foot control activated the fluoroscopic x-ray mechanism without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot control was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.